Manufacturer narrative:
All information reasonably known as of 29 jan 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the percutaneous endoscopic gastrostomy (peg) tube was unable to be removed by traction removal despite using proper technique. The peg had to be removed via endoscopy through the patient mouth. There was no injury reported. Endoscopy report noted: ¿stomach: the traction-removable peg was identified in the stomach body. The bumper was freely mobile and not [buried]. We initially attempted traction removal under endoscopic visualization. The bumper is somewhat broader than other traction removable bumpers and more elastic. As such, once the bumper collapsed as it was passing into the peg tract, it would spring back into the gastric body, preventing removal. We then decided to remove the bumper through the mouth. We secured the bumper with a roth net, then cut the peg tubing about 5 cm from the skin. We were then able to remove the peg through the mouth. Duodenum: the duodenal mucosa showed no abnormalities in the entire duodenum. The gastroscope was the slowly withdrawn and removed.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. The root cause is unknown. All information reasonably known as of 20 dec 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.